Event description:
The device involved in this MDR report was explanted 16 months after implant, because high lead impedance was observed during routine follow up and was confirmed during implant revision. In addition, the battery impedance was already high (6 kohm) considering the device age (the electives replacement indicator is reached when the battery impedance is equal to or higher then 10 kohm).

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device analysis is pending.